Event description:
Bbraun IV tubing issue, when flushing above the red port IV fluid is coming out of the red port. PICC [peripherally inserted central catheter] is patent, it is a triset issue. Manufacturer response for trifuse set, (brand not provided) (per site reporter). Yes, they were made aware on [date redacted]. Currently awaiting manufacturer response.